Event description:
Affiliate reported that the device could not be sensed. As a result the surgeon tried and new monitor and cable and would only work when the sensor was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.